Manufacturer narrative:
(B)(4).

Event description:
The patient's stimulation turned off unexpectedly and she saw eri on her patient programmer and recharger. There was no known accident or incident related to this complaint. She was sitting at home when the stimulation shut off. She was unable to adjust stimulation. The message displayed "call your doctor" icon. The power on reset (por) 0x400 error code occurred and was cleared. Recharging frequency appeared to be as expected. The patient was at the clinic in fair condition. Additional information has been requested.